Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The specific part number and lot number were unable to be provided. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument did not deliver energy. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
During a site visit by an intuitive surgical, inc. (Isi) clinical development engineer (cde), the surgeon reported that the vessel sealer instrument would not always deliver proper energy. The surgeon stated that the audio tones were present indicating that the sealing cycle was complete and would reach auto-stop. The surgeon further stated that this issue had occurred about 3 times and that the sealing issue would occur at the beginning of the procedures. The surgeon was not able to provide specific procedure dates. No further details have been obtained as of date of this report.